Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant attempt, the atrial lead helix was unable to extend after multiple extensions and retractions. Additionally, the left ventricular (lv) lead was unable to be fixated properly. Both leads were not used, and new leads were implanted. No patient complications have been reported as a result of this event.